Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple incomplete bolus alerts occurred. Reportedly, customer did not acknowledge intentionally or unintentionally accessing the bolus screen even after tandem technical support explained the alert. Customer's blood glucose was 305 mg/dl.